Manufacturer narrative:
Addtl. Narrative: philips has investigated this complaint. According to the information provided, the system was in use for a diagnostic procedure at the time the problem occurred, and the procedure was completed using the wired footswitch. The philips service engineer inspected the device onsite and replaced the base station and successfully paired the new base station with the original footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. The system was not in clinical use. Philips has started an investigation of this complaint.